Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by generating the daily review report for the provided user in carelink support application and observed that the issue was reproducible. After conducting a thorough investigation, we observed that this is an existing system requirement on to display only the defined insulin values in reports based on the user input in the mobile app. To assist with the resolution, we provided the below feedback to the helpline support team. -- requested helpline to confirm the type of insulin value provided by the user in the mobile app. -- we created an internal ticket to the carelink dev team to validate if this could be considered an enhancement although the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The user experience was less than ideal therefore an esf was created to improve the functionality. (Most likely) root cause: we cannot derive a root cause for this issue since it is a current system requirement. However dev team has confirmed that this could be considered as an enhancement analysis summary: carelink development team did confirm that the undefined insulin value display in reports can be considered as an enhancement for one of the future releases. Afc code: fa21af software anomaly (defect). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed and unable to resolve with existing ts/ labeled instructions ¿ issueescalated. No harm requiring medical intervention was reported. No product return is required for mmt-8200.